Event description:
The end user fell while using the device. It is not known if the rollator was a contributing factor to the incident.

Manufacturer narrative:
It was reported that the end user got up late at night and was ambulating with the device. She fell and was hospitalized for three days. No serious injury or fracture was diagnosed. The fall was not witnessed and very few details were provided. It is not known if the rollator caused or contributed to the fall. It is also not known if the rollator fell with her. Upon later inspection by the son, the spokes of one of the rear wheels was found to be broken and the wheel would not turn. The sample was returned and evaluated. Its overall condition was worn. From the evaluation, it appears the device suffered an external impact which caused the rim of the wheel to break. The wheel and the hub both showed evidence of repeated impacts. No manufacturing defect was identified.